Manufacturer narrative:
Concomitant medical products: product ID: d354drg, implanted: (B)(6) 2010; 5076 lead implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had t-wave oversensing (twos) due to brugada syndrome. The lead is still in use. No patient complications have been reported as a result of this event.